Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that the insulin pump experienced multiple sensor errors. Customer also reported that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose reading at the time of the incident ranged from 264 to 458 mg/dl. Customer reported that the alarm was resolved by changing the infusion set and the reservoir. Product is expected to return.